Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic for an atrial fibrillation ablation. After the procedure, the physician performed a chest x-ray which showed the atrial lead had dislodged. The physician elected to explant and replace the lead. The patient was stable throughout.